Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the audio failed alarm was being displayed on the monitor. The customer could not confirm that sound was being emitted from the monitor. No adverse pt impact was reported as a result of this failure. In an abundance of caution we will report audio loss even though a visual alarm warning is provided.